Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord plug and assembly was evaluated, reseated and tightened. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system won't turn on. The fse determined the cause of the problem to be the user pulled the cable out of wall outlet improperly. The fse repaired the power cord to resolve the issue. The fse verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. If it is done unintentionally, it is usually because the user does not understand how the system was designed to function. This cause code covers a wide variety of ways the user could misuse the system including improperly pulling the power cord out of the plug receptacle. If the customer does not understand how the system works, the customer may think there is an issue with the system when it's functioning normally. This complaint does not represent a malfunction as improper use, damage, or abuse by the user can shorten the life of the system and its components, or make the system unusable to the user.